Manufacturer narrative:
An event of a possible prolapsed cusp was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 29mm trifecta¿ gt valve was implanted. An valve in valve is anticipated to happen in (B)(6) 2021 due to a possible prolapsed cusp. The patient was reported to in unstable condition. Additional information has been request but cannot be obtained.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 29mm trifecta¿ gt valve was implanted. An valve in valve is anticipated to happen in january due to a possible prolapsed cusp. The patient was reported to in unstable condition. Additional information has been request